Event description:
The customer reported to olympus that the entire screen was black and shows no image on the bronchofibervideoscope. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation obscured vision was confirmed. The device evaluation found large image guide fiber is broken on image and broken elements on ultrasound image. The following findings were also noted during device evaluation: minor scratches at distal end, crack, charged coupled device unit wire is short and cannot be recovered. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reports the procedure was an endobronchial ultrasound, completed using the same set of equipment without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6, h10 corrected fields: e2, e3 g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: caution ¿ do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.